Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd alaris intravascular administration set experienced air in line alarm during use, and air bubbles/air in line. The following information was provided by the initial reporter: material #: unknown, batch/ lot #: unknown. It was reported that in the ICU, the alaris pump would not run due to "air in line." Line inspected and cleared of any air, pump still read as "air in line." Flushed line and allowed line to run disconnected to patient and air in line still alarmed. Switched to other alaris pump and same issue occurred even after new line was built. There was no reported patient harm.

Manufacturer narrative:
Investigation summary: no product or photo was returned by the customer. It was reported by the customer that there was air in the line. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd alaris intravascular administration set experienced air in line alarm during use, and air bubbles/air in line. The following information was provided by the initial reporter: material #: unknown. Batch/ lot #: unknown. It was reported that in the ICU, the alaris pump would not run due to "air in line." Line inspected and cleared of any air, pump still read as "air in line." Flushed line and allowed line to run disconnected to patient and air in line still alarmed. Switched to other alaris pump and same issue occurred even after new line was built. There was no reported patient harm.